Event description:
It was reported that a balloon did not deflate properly. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon¿ catheter was selected to treat the target lesion. During the procedure, the physician encountered difficulty inserting the guide wire into the guide wire lumen of this device. When the guide wire was inserted forcefully, it was noted that the balloon failed to be deflated properly. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual examination noted that the balloon was not folded which indicates that the balloon was subjected to positive pressure. An examination of the balloon observed no tears or holes in the balloon material. Solidified contrast media was present in the balloon and inflation lumen. Attempts to inflate the balloon failed, possibly due to the presence of the solidified contrast media. The device was soaked in a water bath at a temperature of 37 degrees in an attempt to dissolve the contrast media. After soaking, the balloon was able to be inflated to its rated burst pressure of 12 atmospheres and maintained pressure with no leaks noted. The balloon was fully deflated within 7 seconds which is within the deflation time of 20 seconds. The encore inflation unit was verified before and after use using a calibrated pressure gauge. No damage was noted to the tip or blades of the device. A visual and tactile examination of the shaft identified that the outer was stretched at 4mm distal to the guidewire exit port for a distance of 2mm distally. The guidewire exit port itself was damaged and the midshaft was stretched for a distance of 10mm from the port. Multiple kinks were noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon did not deflate properly. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A 4.00mm/1.5cm/140cm small peripheral cutting balloon catheter was selected to treat the target lesion. During the procedure, the physician encountered difficulty inserting the guide wire into the guide wire lumen of this device. When the guide wire was inserted forcefully, it was noted that the balloon failed to be deflated properly. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).